Event description:
The customer reported a clear leak from the manual aspiration area of the coulter lh 780 hematology analyzer. The customer could not determine the exact location of the leak. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the needle and probe wipe were not draining because pinch valve vl53b was broken. The fse replaced pinch valve vl53b, which repaired the leak. The repairs were verified per established procedures. (B)(4).